Manufacturer narrative:
As received, a complete lead was returned in one piece. The reported event of ¿a pacing issue¿ was not confirmed. Visual examination and x-ray examination of the lead did not reveal any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual examination of the lead found the helix was partially extended and clogged with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix was able to retract and extend. The measured full helix extension length was within specification.

Event description:
It was reported that following the initial implant procedure, a pacing issue was noted on the right ventricular (rv) lead due to a dislodgement. The lead was explanted and replaced to resolve the event. The patient was stable with no consequences.